Manufacturer narrative:
Reported event: an event regarding disassociation and corrosion involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for analysis however a photograph was provided. The photograph shows a recently explanted stem and head. A dark/black biological matter is visible inside the explanted head. Black foreign matter/biological material is visible on the body of stem. Wear/fretting is visible on the trunnion of the stem. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event could not be confirmed. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, corrosion at the head-trunnion interface and severe trunnion wear were noted. Rep confirmed he can provide some event-related pictures, and that no further information will be released by the hospital or surgeon.